Event description:
It was reported that the rx voyager was used for predilatation of the very tortuous and calcified left anterior descending artery when a dissection was observed. There was an attempt to treat the dissection with the 2.5 x 08 mm mini vision; however, it would not cross. A 2.5 x 18 mm mini vision did cross; however, it did not treat the dissection as it kept "running". The patient was taken for bypass surgery and reportedly, the patient's condition was good after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the mini vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). The rx voyager is being filed under a separate medwatch report.